Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed that a break was identified at 58.1cm distal to the distal end of the strain relief. Both sections of the hypotube break were kinked at various locations. No issues / damages were noted on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The bumper tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
Reportable based on device analysis completed on 04oct2024. It was reported that the device was kinked. The 10 mm long, a vessel diameter of 3.50mm and 90% stenosed target lesion was located in the moderately calcified right coronary artery (rca). A 10mmx3.50mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the device was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure. It was reported that the device was kinked. The device is expected to be returned before aug 5th. There were no patient complications reported. However, device analysis revealed that a break was identified at 58.1cm distal to the distal end of the strain relief.